Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Worsening heart failure is a potential event that may be associated with use of the product.  The IFU and patient manual provides guidelines on management of worsening heart failure.  Patients who receive vads may develop severe refractory heart failure.  Worsening heart failure is primarily mitigated by surgical and medical management. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that this patient presented to clinic with dark urine and increased lvad power consumption. The patient also reported worsening shortness of breath (sob) with some increased abdominal swelling. Upon admission to the hospital medical staff noted minimal fluid buildup around the ankles. An intravenous lasix drip was started. No further information was provided.

Manufacturer narrative:
Worsening heart failure is a progression of the disease state and not necessarily indicative of a device malfunction or procedure related event. There was no allegation of device malfunction and the device remains implanted and will not be returned for analysis, so a causal relationship cannot be determined. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event.heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.